Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a channel disconnect was confirmed. Analysis of the pcu event log shows pump module s/n (B)(4) and pump module s/n (B)(4) experienced channel disconnects at 10:25 pm on (B)(6) 2017 and 7:46 am and 7:51 am on (B)(6) 2017. After each of the disconnects, the user selected softkey 14 to address the channel disconnect pop-up screen. The pump module event logs show that each of the disconnects were due to loss of power. The root cause of the customer¿s report of a communication error was not identified. No device was returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that their newly updated pumps "channel disconnect' when the rn was pressing individual buttons on the channels. Levophed was running on channel b when the pcu went red with a "channel disconnect" error. Channels b and c stopped running, each channel had to be reprogrammed. There was no patient harm. The facility's department reported they performed a quick visual of the iui connectors from the pcu to channel b and noted there were some minor discoloration on the pcu side of one of the pins. On the lvp side, one of the pins looked to be discolored. They also noted those two pins did not match up.